Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a humeral nail and one of the knob on the side that connect the aiming arm tool, looks like its originally as welded into the handle has separated from the handle and its completely broken. It was after we were disconnecting the aiming this has happened from the nail intended as normally no issues from there. Concomitant devices reported: unknown humeral nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) insertion handle for multiloc humeral nailing system. This is report 1 of 1 for complaint (B)(4).